Event description:
A customer in the united states reported a (B)(6) result for a (B)(6) blood culture isolate, in association with the vitek® 2 ast-gp75 test kit. The customer reported that the isolate was tested twice with the ast-gp75 card and the cefoxitin screen was (B)(6) and the (B)(6) was (B)(6) both times. The pbp2a test was (B)(6). The customer performed alternative methods; spectra (B)(6) was (B)(6), and the verigene® test was (B)(6). The isolate was sent to the mayo clinic for testing and the result was (B)(6). There is no indication or report from the hospital or treating physician to biomérieux that the (B)(6) result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states reported a false susceptible oxacillin (ox) result for a staphylococcus aureus mrsa blood culture isolate, in association with the vitek® 2 ast-gp75 test kit. An investigation was performed. The customer's submitted strain was subcultured and the identification confirmed. Testing included ast-gp75 cards from the customer's lot and a random lot in duplicate, pbp2a, cefoxitin disc diffusion and agar dilution (ad) as the reference method for ox101n formulation of oxacillin found in this card. Vitek 2 card testing was performed with software version 07.01 and 08.01. In version 07.01, all cards tested had results of ox mic = 0.5, oxsf (cefoxitin screen test ) negative and ad mic = 1.0. The pbp2a was positive and cefoxitin disc diffusion was resistant (20 mm). No colonies were observed within the zone of inhibition. Vitek 2 cards are in agreement with the reference method for oxacillin while reproducing the customer's false negative oxsf test. Duplicate testing using the same organism suspension was performed in software v08.01 and the same results were obtained. A review of the graphs demonstrated an atypical strain as there was no growth in the oxsf wells, while the positive control wells grew for both software versions..